Event description:
The patient presented in-clinic following a reported onset of infection to the pocket site. The patient reported that the pocket site of the device was purulent. However, when the pocket site was examined, no evidence of purulence was noted. The pocket site was not noted to be red, although there was a slight dehiscence to the site. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.